Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges pump stopped working during basal delivery. Caller reported nothing displayed on the pump screen and there was no prior error or warning message before the incident. No adverse event reported. Requested return of the alleged device for evaluation.